Event description:
The facility representative reported a pump that stopped just after the start, or during infusion. Information was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not avail regarding add'l contact info. No add'l info is avail.

Manufacturer narrative:
The pump has not yet been received for eval. A f/u report will be filed upon completion of the eval, or if any add'l details become avail.